Event description:
The site was performing a cardiac spect scan on the brightview camera. The site had a couple frames left to acquire but the system quit rotating. The site terminated the scan and had place a service call to have the fse come in and look at the reported issue. The fse looked at the detectors and noticed that the lead screw (p/n 453560303671) and ball nut (p/n 453560305981) were causing the problem. He ordered the new parts and replaced them on the system. There is no report of pt injury bat this site. It has been known to philips that this failure mode can cause the detector to slide down to its hardware limit, and can cause a serious injury if a pt is on the table.

Manufacturer narrative:
The ball nut and lead screw were replaced and the parts were returned for eval by the supplier. It was determined that the root cause was assembly error resulting in the displacement of the ball bearings. Philips has identified this failure mode to cause the detector to slide down to its hardware limit, that could result in serious injury. This complaint was identified during a retrospective review. (B)(4).